Event description:
Patient underwent c-section. Small clustered size and intact skin blisters noted on right lower abdomen. Also, noted were opened blisters with minimal milky discharge around bilateral groin approximately between 8-10 cm long. The patient reported minimal burning around the area.